Manufacturer narrative:
The samples had been initially tested immediately after thawing. The investigation is ongoing.

Event description:
There was an allegation of questionable low igf-1 elecsys results from cobas e 801 analytical unit serial number (B)(4) that did not match the clinical picture of the patients. One example was provided of an initial result of 80.2 ng/ml and a repeat result of 149 ng/ml. The questionable results were reported outside of the laboratory and were questioned by the physician. The repeat results fit the patients' histories and were considered valid.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The event was consistent with a preanalytical issue as the problem appeared to be solved when the samples were not frozen but just cooled. The calibration and qc data do not point to a reagent or instrument problem.